Manufacturer narrative:
During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed the scrambled display on the roller pump at reduced temperature. The pst duplicated issue when testing graphics driver printed circuit board assembly (pcb) on the pump pod test fixture at reduced temperature. Visual inspection of the roller pump's exterior revealed no signs of abuse or damage and interior inspection revealed no signs of ingress or tampering. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) could not verify the reported issue. He removed the roller pump in question and installed a loaner roller pump. The user needed the unit for a case and there was not enough time to check all internal connections. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the roller pump display was scrambled. The roller pump was used in the sucker position and there was no power loss to the pump. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.